Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report was not observed during evaluation of the device including manual and system testing. Review of the device log showed at the start of the event, the device did not recognize pads attached to the patient. The prompt "attach defib pads to patient" was given between 16:02:48 to 16:04:03. The device then enters CPR mode, by design, and began CPR prompts. When pads are applied to the patient and an impedance is detected at 16:05:05, the device is in a CPR interval. The AED plus does not halt a CPR interval in order to analyze. After the two minute CPR interval, the device analyzes. Based on the review of the log and the evaluation of the device, the device worked as expected. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a female patient in her 70's, the device was unable to analyze. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.